Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The permanent cautery spatula instrument was analyzed and found to have a broken pitch cable at the distal end. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The broken cable segment that contains the crimp was still installed in the clevis. The broken pitch cable was attributed to a component failure.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula instrument could not function at a certain angle. The procedure was completed with the same permanent cautery spatula instrument with no reported injury. The customer provided an image of the permanent cautery spatula instrument with no obvious damage.